Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified right subclavian artery. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. The balloon was inflated to 6 atmospheres for 30seconds, and 14 atmospheres for 5 seconds. However, during the second inflation, the balloon ruptured. The device was removed. And the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.